Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead was turned off in (B)(6) 2010, due to intermittent capture. During replacement of the device in (B)(6) 2010, the lead was reactivated and is still in use. No further patient complications have been reported as a result of this event.